Manufacturer narrative:
A lot number was not provided, and no product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.

Event description:
A report was received on 17 may 2024 from a nurse manager stating dialysate bags leaked during activation while initiating renal replacement therapy on (B)(6) 2024. Per the report a staff member experienced skin irritation from contact with the dialysate and was evaluated in the emergency department. Although requested, additional information about the event was not provided.